Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential closure complication resulting in a hematoma. However, the exact root cause was unable to be determined. The likely cause was determined to have been procedural factors or deployment technique contributing to the reported adverse event. The device history record (DHR) was unable to be reviewed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Terumo medical received an FDA medwatch report # mw5120390. The event description states: "it was reported that the patient with this implantable cardioverter defibrillator (ICD) developed a hematoma at the sheath insertion site after the procedure. This device remains in service. There were no adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22".

Manufacturer narrative:
A1: patient identifier: requested, not releasable. A2: age & date of birth: requested, not releasable. A3: patient sex: requested, not releasable. A4: weight: requested, not releasable. A5: ethnicity: requested, not releasable. A6: race: requested, not releasable. B3: b3: date of event: requested, unknown. D4: catalog number: requested, unknown . D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown catalog and lot number combination. D4: UDI: unknown due to unknown catalog and lot number combination. D6a: implanted date: unknown due to unknown date of event. D6b: explanted date: unknown due to unknown date of event. E1: establishment name: confidential. E1: establishment address: confidential. E1: initial reporter name: confidential. E1: phone number: confidential. E2: health professional: confidential. E3: occupation: confidential. H4: device manufacture date: unknown due to unknown catalog and lot number combination. The product code/lot # combination was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.